Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was new and sealed in package. When interrogating device prior to implant it was discovered that the ventricular fibrillation detection was on in the device. It is not known who programmed this on or why it was done. The device has had multiple charges on the capacitor and a voltage measured at 2.99 volts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.